Manufacturer narrative:
The event description did not refer to a product deficiency. A malfunction or even damage was not subject of the complaint. It was rather reported that there was a medical dispute between patient and hospital because of ¿non-satisfactory¿ result of treatment. A medical treatment with non-satisfactory result may be ¿ but is not limited to ¿ general indisposition, pain, implant dislocation, bone dislocation or mal- / non-union. A vague assumption, only is that bone healing was impaired. With given product data the investigation revealed no material, no design or manufacturing related matters. The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. General information, contraindications, precautions and potential adverse effects are provided in the IFU as above listed excerpts. In this case it could not be determined what kind of event was complained. It could not be determined if the implant was suitable for treatment; there was no information available if the implant had been placed in suitable manner. Further, there was no information regarding potential patient diseases resp. Potential medication. As no post-operative weight bearing instructions were noted it could not be determined if the patient had been compliant resp. If the surgeon¿s instructions were appropriate. From technical point of view a more precise statement was not possible. A medical review was not possible due to outstanding medical records. The file will be closed formally. In case further relevant information or the implant itself becomes available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
The patient was implanted with gamma screw in (B)(6) 2013. And then, the patient performed revision surgery. The result is not satisfactory. The medical disputes happened between patient and hospital.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient was implanted with gamma screw in (B)(6) 2013. And then, the patient performed revision surgery. The result is not satisfactory. The medical disputes happened between patient and hospital.